Event description:
On (B)(6) 2012, the pt was treated for an iliac aneurysm with gore excluder aaa endoprosthesis. The internal iliac artery was intentionally occluded with a vascular plug. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3 was deployed to cover the internal iliac artery with extension to the external iliac artery. Angiography was performed to determine location of renal arteries, and the gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3 was positioned and deployed without incident just distal to the renal arteries. Physician declined angiography to confirm position of device following contralateral gate cannulation, and removal of the constraining mechanism and deployment of the ipsilateral leg proceeded without incident. Deployment of gore excluder aaa endoprosthesis contralateral leg component and ipsilateral leg extension with a gore excluder aaa endoprosthesis contralateral leg component proceeded without incident. The devices were then ballooned at the proximal neck, the contralateral gate, the ipsilateral extension overlap, and both distal iliac landing zones. Penultimate angiography indicated partial obstruction of right renal artery, and physician elected to place a stent in the right renal artery. Final angiography indicated patent renal arteries, exclusion of the iliac aneurysm, and no detectable endoleaks. Pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.